Event description:
It was observed that during the device evaluation, the uetero-reno fiberscope bending section rubber glue was found peeling/chipped/cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes of the reported issue were due to probable damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.